Event description:
Patient having a bilateral radical neck dissection, total thyroidectomy. Surgeon requested the harmonic focus shears, shears plugged into the harmonic generator and were not recognized by the generator, blue cord. New harmonic focus shears obtained, same lot number, and connected and recognized by the harmonic generator, no harm to patient, no issues after swapping out the focus shears.